Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cesarean procedure, when the suture was opened, it was found that the line and the needle were disconnected. The doctor continued the operation after finding the needle. There was no patient injury.